Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission with episodes of post sensed t wave oversensing on the implantable cardioverter defibrillator. The patient was brought to the clinic on august 12th and the recommended programming changes were made. No further oversensing alerts were received after the changes were made. There were no adverse consequences to the patient.